Event description:
Non-delivery during an alarm condition causing a blood pressure drop during delay of vasopressor therapy reported. A medwatch was received from the customer that states: "pump was beeping with malfunction on the screen. Pump was not pumping and was supposed (sic) to be pumping dopamine at 30cc/hr." Further info obtained via phone call to the customer indicated the following: the pump was set to deliver dopamine 400mg in 250cc to run at possibly 20cc/hr (unsure if this is the correct setting at the time of the event, as the drip was being tirated to effect). The nurse states that she has been out of the room for approximately twenty mins when she heard the pump alarming. The nurse does not know how long the pump had been alarming. The pump alarmed malfunction with some unspecified code. The pump was quickly changed out and the IV drip restarted. The pt's blood pressure had dropped from a reading of 90's systolic to 70's systolic. The blood pressure returned to previous levels. No pt harm reported.